Event description:
The customer did attempt to test on the accu-chek advantage system the morning of the event. The customer experienced an event where he felt nauseated with dizziness and sweating. He was subsequently taken to the hospital. He was diagnosed with high blood pressure, 'gangrene tissue" and gall bladder issues. He had his gall bladder removed. He states he did not believe the hospitalization was due to diabetes; however, he received insulin therapy. The customer was not on insulin prior to hospitalization. The customer states that he received error messages for several days prior to the event. New system sent and return requested.